Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: 1. What is the lot number? Tgb9291. 2. Please clarify, was product found cracked within the packaging? No. 3. Or was the product packaging cracked? Yes. 4. Were there any issues with the seal of the sterile packaging? No. 5. Are there any tears/holes in the sterile packaging? Yes. Investigation summary: one sealed pouch that pertains to product code 1961, lot tgb9291 was received. An analysis was performed to determine if the complaint represented a defect/or a process deviation. The sealed pouch contained damage on the top pouch. However, this damage does not compromise the sterile barrier. Based on the information currently available, it was confirmed a foil pouch damage defect was present. This product issue will be addressed through the ethicon quality system. The manufacturing record evaluation was performed and identified a non-conformance, which was raised to address the event reported. The necessary actions have been taken to address the issue. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown procedure and absorbable hemostat was used. There had been a cracked heat seal on the package (3 pieces). No adverse patient consequences were reported. Additional information was requested.